Manufacturer narrative:
(B)(4). Specific staphylococcus (previously unknown). Twenty-one days after starting treatment, the patient stopped vancomycin therapy. At the time of this report, the patient was recovered from the event (previously recovering). No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain and cloudy effluent. The pt was not hospitalized. On the same day as the onset of the event, the pt began treatment with vancomycin (3g every 3 days) and ceftazidime (2g once a day) for peritonitis. The next day, the pt stopped the treatment with ceftazidime. Treatment with vancomycin was ongoing. At time of this report, the pt was recovering and pd therapy was ongoing. Additional information was requested but is not available.